Manufacturer narrative:
Failed battery test alarm noted, problem isolated to battery tube. Unable to confirm unexpected low battery alarm due to failed battery test alarms. No cosmetic damage noted on pump assay. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery would be depleted within three days. Customer stated they have received a new battery cap, but the issue persisted. The customer's blood glucose was 5.1 mmol/l. Customer agreed to return the insulin pump for analysis.